Event description:
Additional information was provided on 13aug2025 that the infection onset date was (B)(6) 2025 and the source was identified as the peripherally inserted central catheter (PICC) line. Bacteremia had resolved; however, the patient remains on lifelong intravenous antibiotics due to chronic driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing shortness of breath and fatigue. Following review, log files contained a few unsustained low flow estimates when the calculated pulsatility index (pi) was elevated, and a few clusters of pi events. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically. As of (B)(6) 2025, the cause of the shortness of breath, fatigue, and low flows was identified as infection. The patient was noted to have bacteremia, be slightly hypertensive, and have palpitations and chills. The patient was under blood pressure management and intravenous antibiotics at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension, shortness of breath (sob), fatigue, palpitations, and chills could not be conclusively established through this evaluation. The controller event log files contained events from 03jul2025 to 11jul2025. Intermittent low flow fault flags were captured between (B)(6) 2025, which were associated with slightly elevated puisatility index (pi) values; however, none of these faults lasted long enough to result in low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas until they ultimately expired. No product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional h6 code: 2419 - fungal infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient had methicillin-resistant staphylococcus aureus (mrsa) and serratia marcescens bacteremia on and off since (B)(6) 2023. In (B)(6) 2024, patient had serratia again and yarrowia fungemia. Infectious diseases specialist reported that arrowia may sometimes be reported as a human pathogen, especially in catheter related candidemina (which the patient did have a central line-associated bloodstream infection). The patient was treated empirically due to concern for ventricular assist device (vad) infection. The patient had 3-4 more admissions in 2025 due to bacteremia after the prior fungemia episode.